Event description:
When etco2 module was plugged into the back of the x3, "co2 equip malf" displayed on the display. The monitor instructed to turn off then on again and then to call clinical engineering if not cleared. Once rebooted, the co2 module could not be activated. This was not associated with a particular patient. The x3s are new and are not clinically deployed yet. Manufacturer response for etco2 module, etco2 module (per site reporter). Added to tracker for trending and FDA reporting. Product handled by biomed. Equipment repair request for (B)(4), confirmation (B)(4). Called in at 1011hrs on [redacted date]. Device left at ch (children's hospital) ed ia (unknown) desk for clinical engineering pickup. Sent to [redacted names] vans (value analysis nurses) for awareness.